Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, there was no abnormality on the svi-2 and dvi-2 terminal of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following: an internal circuit board had a malfunction. This phenomenon was caused by other than the device. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. The user reported that the dvi-2 terminal was failed. There was no report of patient injury associated with this event. The device was returned to olympus repair center. Olympus repair center found that the power of the device could not be turned on due to the broken inner circuit board.